Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The mother was unsure if the device was exposed to moisture or a button was pressed for 3 minutes or longer. Customer's blood glucose value was 167 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. It was stated that the customer has another insulin pump to use. The insulin pump was not replaced or returned for analysis.